Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: 1. Was there any difficulty opening the device? No further information will be available. 2. If yes, how was the device removed from the patient? The manual override lever was use to return the knife to home position. No further information will be available. 3. If yes, did the jaws eventually open? No further information will be available. No further information will be provided. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during a respiratory surgery, knife did not return to the home position. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning. No further information is available.